Manufacturer narrative:
(B)(4).

Event description:
The customer reported an incompatible scope error- e315. According to the initial reporter, this even occurred while reprocessing an olympus gastrointestinal videoscope. There was no patient involvement.